Event description:
"Description: provider ordered full set of cultures, I obtained all but the white lumen of hickman, while cleaning and then attaching 10ml syringe to lumen I accidentally cracked the white lumen rendering it unusable. I then clamped the line and notified next rn and provider. [Redacted date] awaiting safer event: (B)(4), (B)(6) ¿ patient admitted to np 11 [redacted date] with a double lumen hickman in place. There is inconsistent documentation regarding placement of the hickman, however, ir documented placement of a 7fr double lumen hickman on [redacted date]. On [redacted date], the nurse documented he ¿accidentally cracked the white lumen rendering it unusable.¿ hickman removed [redacted date]."